Event description:
It was reported by medwatch that preparing to place the triple lumen power PICC and was testing the device. During the test process, it was noted that the guidewire became unraveled. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.